Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation - non-healthcare professional, rt(r) inventory specialist. Additional reporter: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Two kinks were found on the catheter tubing and inner lumen approximately 74.9cm and 76.2cm from the iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 20.1cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that immediately after initiating intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.